Event description:
During attempted use while trying to infuse normal saline, a substantial leak was observed at one of the lower pressed fittings of the level 1 d-50 fluid warming set. The leaking set was removed and a replacement was utilized without further incident. This occurred during set up, so problem was identified before being used on patient.

Event description:
During attempted use while trying to infuse normal saline, a substantial leak was observed at one of the lower pressed fittings of the level 1 d-50 fluid warming set. The leaking set was removed and a replacement was utilized without further incident. This occurred during set up so problem was identified before being used on patient.